Event description:
It was reported that approximately 30 hours following a laparoscopic nephrectomy in which devices were used, the patient developed a thermal injury. Postoperatively, the patient exhibited signs of diminished renal function and circulatory instability and was clinically unstable. Vital signs declined, and the patient presented with abdominal distention and bilateral lower-extremity edema. The patient remained awake and alert. The patient was returned to the operating room for an exploratory laparotomy, during which a 5 cm injury to the inferior vena cava at the level of the renal vein was identified, appearing consistent with thermal ablation. The patient was subsequently transferred to another hospital, where surgical reimplantation of the renal vein to a more superior segment of the inferior vena cava was performed. There were no reports of device malfunction, and no other electrical devices were used during the procedure. The event was reported to have extended hospitalization. The patient is currently recovering, with improvement in renal function. Collateral circulation has developed, bypassing the affected segment of the inferior vena cava.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.